Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated architect stat troponin-I result for one patient. The following data was provided: (B)(6) 2020 initial result = 2.87 ng/ml (positive), repeat result = 0.002 ng/ml (negative). Specific patient demographic information is not available. No impact to patient management was reported.

Manufacturer narrative:
The complaint evaluation was performed which included a search for similar complaints, and the review of complaint text, trending data, labeling, device history records, and historical performance of reagent lot 86306un20. A ticket search for the complaint lot did not identify increased complaint activity related to the falsely elevated patient results. A review of ticket trending data for the architect stat troponin-I was performed with no adverse trends identified for patient results. Labeling was reviewed and found to adequately address the falsely elevated patient results. The historical performance of the complaint lot was evaluated using world wide data. Patient data was analyzed and compared to an established control limit which was within limits. No unusual reagent lot performance was identified for complaint lot. Device history record review was performed on the complaint lot, which did not show any potential non-conformances, deviations, or non-conformances. Based on the evaluation no product deficiency of the architect stat troponin-I for lot number 86306un20 was identified.

Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete. Section d.4 catalog number is updated from 2k41-23 to 2k41-37.